Event description:
The initial reporter alleged a high rate of false reactive results with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. On (B)(6) 2023, the customer reported 3,286 determinations performed with the assay. Of these, 134 results were reactive, with 86 classified as correct reactive results and 48 classified as false reactive results. Confirmatory testing included western blot and, in some cases, nucleic acid testing (nat). Some western blot results were reported as indeterminate. On (B)(6) 2023, the customer reported 1,381 determinations performed with the assay. Of these, 44 results were reactive, with 24 classified as correct reactive results and 20 classified as false reactive results. Confirmatory testing again included western blot and nat, with some western blot results reported as indeterminate.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. Specificity calculations based on the provided data indicated values of (B)(4) for determinations performed on (B)(6) 2023 and (B)(4) for determinations performed on (B)(6) 2023. However, detailed information on re-testing and confirmatory testing was not available, which limited the investigation. Calibration, quality control, pre-analytical, and instrument-related data were also not provided for review. A definitive root cause for the reported event could not be determined based on the available information. The customer was advised to follow confirmatory testing algorithms and to assess results in conjunction with the patient¿s medical history, clinical examination, and other findings.